Event description:
On october 2, 2009, the facility's biomedical engineer reported to baxter global technical services that on an unknown date one colleague cx volumetric infusion pump single channel in which the device did not alarm upstream occlusion. This event occurred during patient use. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)

Event description:
The hospital reported that during multiple endoscopic vein harvesting procedures, three short port btt inflation valves popped. Replacement kits were used to complete the procedures. The hospital did not report any patient complications. Since it is unknown when the events occurred, how many failed during each case, the lot numbers and surgeons, all three devices will be documented on one case. This report is for the second device.

Manufacturer narrative:
The reported condition of, did not alarm upstream occlusion, was not confirmed. The pump passed upstream and downstream occlusion pressure test and visual and audible alarms are working. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. This device utilizes user interface module master software (B) (4) categorized as colleague 2006. (B) (4)